Event description:
It was reported by repair work order that the brakes were not holding due to damaged brake pin tube guide and missing brake snap ring washer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.